Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018 explanted: product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 18-jul-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare professional (hcp) via company representative (rep) regarding a patient who was receiving prialt (ziconitide) (25 mcg/ml at 1.2 mcg/day) via implantable infusion pump. It was reported that on (B)(6) 2021 the patient was in for a drug change from dilaudid 5mg/ml and bupivacaine 10 mg/ml on minimum rate to prialt 25 mcg/ml. The cap procedure to clear the drug from the catheter and internal pump was unsuccessful. Of note, tech support was called to calculate how long it would take to get prialt to the end of the catheter and was told 81-90 days. The physician decided to run the drug at the lowest programable rate for 247 hours and 40 minutes to get prialt to the patient quicker. The issue was resolved at the time of report. The patient's weight and medical history was asked and will not be made available. The patient's status at the time of report was alive, no injury.